Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9009592. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-03-11. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 6th related complaint for needle clog on lot # 9009592. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4 mm (5/32¿) 32g has been found experiencing five occurrences of inability to prime during use. The following has been provided by the initial reporter: material no: 320122, batch no: 9009592, unknown. It was reported pen needle doesn't eject the insulin during the priming nothing came out. Verbatim: consumer reported pen needle doesn't eject the insulin during the priming nothing came out. Incident date-unknown; occurrence- 5;sample discarded. Item# 320122; lot-9009592;expiration date-2024-01-31. Consumer uses new pen needle each time for his injection; he visually tests the needle to see if it is straight. He firmly attaches the pen needle on to the pen. Consumer reported nothing came out of the pen needle in the past. Sample discarded. Item# 320122;lot#unknown.